Event description:
A field service engineer (fse) reported that the footswitch will intermittently drive the pt support out and down when the up and in switch is pushed. This usually happens after a pt has just been removed from the table. The fse cleaned the foot switch, but the uncommanded motion still occurs. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).